Manufacturer narrative:
Investigation summary: bd received 11 pbbcs customer samples for review and analysis and the indicated failure mode of open and compressed blister packages with the incident lot was observed in 6 out of 11 of the samples. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. The root cause would have happened during transportation/storage after leaving the manufacturing site.

Event description:
It was reported when using the bd vacutainer® push button blood collection set with pre-attached holder there was label lift off/partial peel off. The following information was provided by the initial reporter. The customer stated: "before use, the paper of the wingset was separating from the plastic side of the packaging."